Event description:
It was reported that the review of the egm showed noise. During explant an insulation abrasion was observed on the lead body.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported noise was confirmed in the laboratory. Analysis found outer insulation abrasion on the is-1 connector at 6.5cm from the connector pin. The metal of the sensing coil was exposed. Outer insulation was abraded at 12.5cm from the connector pin and the ptfe coating of both sensing cables was abraded. The abrasions found are characteristic of friction to the ICD can. The noise problem could occur when the exposed metal of the sensing coil came in contact with the ICD can. Other: na.